Event description:
Information received indicates patient was implanted with monarc in 2005. "Patient said she has erosion issues, can't void very well, and has chronic utis necessitating continual antibiotics, and has had problems since day one of procedure." Patient has seen several doctors for opinions on her "miserable situation." Her present physician may perform a revision procedure. No further information provided.

Manufacturer narrative:
The occurrence of the event is included in the adverse event section of the device labeling. The frequency for this event is not greater than is usual. Unable to determine if there was a device malfunction based on information provided. Serial number information was not identified for lot history review. No physician evaluation available. Patient reported the event. Patient refused to give complete address and phone number. She does not want ams to contact her or her physicians.